Event description:
The customer reported, that the console has displayed "mechanism error" towards the end of the case, several cases in a row. The two error codes involved are 196 and 178. The console will be returned to quest for investigation. Product code 5201260.